Manufacturer narrative:
A ge healthcare field engineer reported there was no mold. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
The hospital reported an allegation of mold on the canopy seal of the unit being used in the nicu.